Event description:
It was reported that the pt had knee replacement performed about 7 months ago, and is experiencing pain and heat around the chromium implant.

Manufacturer narrative:
Eval summary: no devices, photos, pt factor info, surgical notes or x-rays were received. Pain can be influenced by many factors. These factors include, but are not limited to, pt weight, pt activity, bone quality, implant size, surgical technique, and rehabilitation program. A definitive root cause cannot be determined with the info provided. Zimmer employees are not health care professional and are unable to provide medical advice. It is suggested that the pt continues to f/u with the surgeon or seek add'l medical advice from another qualified health care professional. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.